Event description:
The hospital reported that after an off pump procedure, the staff noticed that the padding from one of the blades of the stabilizer was missing. The piece was retrieved from inside the pt's chest cavity. No other pt complications were reported.